Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer's 8120 pca module still said calibration was required even when calibration was completed. There was no patient involvement.

Event description:
It was reported that the customer's 8120 pca module still said calibration was required even when calibration was completed.. There was no patient involvement.

Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of calibration required even calibration was completed. Technical support: perform calibration and follow by performing pm. Return to factory. A review of the device history record for (B)(6) was performed from 08/09/2010 to 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. H3: no product returned.